Event description:
It was reported that the mobicath sheath was self-advancing without the user intending it to occur. The device was discarded and will not be returned. The device was used to complete the case.